Event description:
It was reported that the pump exhibited upstream sensor blocked. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was user interference. The service history review had no indication that the complaint was related to a service of the device within the review period.